Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet system¿s charger stopped working, the pump would not charge despite correct placement and outlet changes, and the charge indicator light did not illuminate, consistent with a charging problem involving the battery charger; replacement supplies were shipped. No clinical signs, symptoms, or conditions reported. Outcomes included no health consequences or impact. Investigation included communication with the user¿s caregiver and analysis of information provided. Investigation of this case revealed a power source problem consistent with a charging problem of the battery charger component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.